Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer stated that "the spo2 waves disappeared so the parameter was not monitored for alarms. They get no technical message to warn them about it". The patient's oxygen saturation level was at 17%.